Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the lcd window.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling on their own. The customer's blood glucose was 198 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.